Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus). The existing aus 5.0 cuff was removed and a new downsized 4.0 cm cuff was placed at the bulbous urethra using perineal approach. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.